Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope suture failed at the locking mechanism. The suture loops tightened fully and the connecting suture over the button snapped meaning sutures were no longer tensioned against the button. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by using a different technique: a fixed loop femoral fixation. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.